Event description:
It was reported that a patient had a loss of therapeutic effect. The reporter stated that the patient had an electrocardiogram (EKG) with the device on a day prior to the report. It was noted that the device affected the EKG readout and was turned off. It was reported that the device was turned back on after the EKG and seemed to be working but wasn't taking care of the patient symptoms like it was the previous morning. The reporter stated that the patient was shaking a lot more than she was previously. It was noted that the device battery still said the same strength as it was before. It was reported that the patient could 'feel the tingling' when the device was turned up or down. The reporter stated that the patient was going to contact her healthcare provider if the symptoms didn't resolve by the next day. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# va0136m, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).